Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a line of the homechoice cassette and a bag during peritoneal dialysis therapy. The patient was connected and in dwell one of five at the time of the reported event. The patient disconnected from the setup and the technical service representative assisted with ending the therapy. The patient was to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.